Event description:
The senior clinical research associate, received an adverse event report from the surgeon. It states that after re-rupture of quadriceps-tendon and tendon reconstruction two further surgeries became necessary. The pt showed on ambulant check-up signs of infection. Taken hygienic from joint showed coagulase negative but (B)(6). An explantation took place in (B)(6) 2010 and ambiotic and a spacer were implanted. After sterile intra-articular condition a re-implantation of a scorpio nrg-ps took place in (B)(6) 2010. On the sae, the surgeon states that there is no relationship to device.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.